Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens. After the lens was inserted, the surgeon noticed the capsule was damaged. The lens was removed and replaced with an unknown iol. According to the surgeon, the lens did not cause the capsule damage, however the device was in contact with the patient at the time of the event, therefore it cannot be ruled out as a possible contributing factor. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The device was returned to b+l and subjected to visual examination. Results revealed that the lens was torn into two halves. The condition of the lens is consistent with lenses that have been removed from the eye. Conclusions: the surgeon reports the crystalens did not cause the capsule damage. (B)(4).